Event description:
It was reported that the cartridge was leaking from an undefined location. Customer loaded a new cartridge to address the issue. Additionally, it was reported that the pump battery was depleting quickly and that a cartridge alarm occurred during the load sequence. Reportedly the customer reverted to manual injections for insulin therapy. Customer experienced diabetic ketoacidosis and a blood glucose (bg) that was "high"; however a specific value was not provided. Customer administered manual injections to address bg level.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 issue was verified. Additionally, the alleged battery not holding charge issue was verified in the pump logs; however, no failure was identified. Additionally, the alleged cart: leaking failure investigation is tier 3 and investigation is not required.